Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04740 / 04741).

Event description:
During a shoulder revision to remove components, the patient's humerus fractured. This event caused a one hour delay in the procedure time.